Event description:
Pt returned to o.r. For removal of broken groshong catheter. Apparently had a portion of catheter removed at a different hospital six days earlier. Originally implanted at reporting hospital. Portion of catheter removed at the other hospital was discarded.